Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call sensor glucose versus blood glucose large differential. Customer advised the sensor alerted threshold suspend. Customer's blood glucose was 70 mg/dl. Customer's sensor glucose level was 40 mg/dl. The sensor glucose and blood glucose readings have been off by 30 points. Troubleshooting for sensor glucose and blood glucose was performed. Customer disconnected the call after they were advised how to turn the sensor feature off. Customer was very upset at the sensors performance. Customer was not able to confirm why the change sensor alert occurred. Customer was not given an explanation of any of the alarms.